Event description:
It was reported by the affiliate that during a esophagectomy procedure, there was an abnormal noise during use. Then reset the blade, but error code 5 was indicated. Another device was used to complete the case. There were no adverse consequences to the patient.